Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The returned sample was connected to a calibrated system and was successfully recognized. A visual assessment under a microscope was performed and revealed clear foreign material on the cannula. A fit check was performed with a trocar and was found to have resistance. However, it remains inconclusive how or when the foreign material was deposited on the cannula. The root cause of the reported event is attributed to clear foreign material adhered to the cannula. However, it remains inconclusive how or when the foreign material was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that tube diameter was thick for probe to fit. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).